Event description:
During laparoscopic cholecystectomy, the insulation on "sheers" gave the patient a 1.5 cm burn on muscle tissue and left a small burn on tip of trocar it fed through. The insulation did appear to be intact. It did have a sleeve over the area like a previous repair, this sleeve burned and was melted appearing. No patient treatment was needed as burned area was same type of tissue that would have been affected had a bleeder been bovied. The burned area was in muscle area and did not affect crucial areas such as diaphragm or bowel. Equipment and instruments are vendor owned and maintained.